Manufacturer narrative:
On february 13, 2024, mentor received additional information indicating that the patient also experienced right breast palpable lump. The patient's initial diagnosis of a right breast implant rupture, via MRI, was done on (B)(6) 2022.

Manufacturer narrative:
On september 22, 2023, mentor received additional information indicating that the patient has been scheduled for breast implant removal surgery on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture, material rupture.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year old female patient underwent breast augmentation revision with a (left) 575cc mentor memorygel breast implant and a (right) 650ccmentor memorygel breast implant, suffered bilateral breast implant ruptures and bilateral breast capsular contractures (baker grade ii on the left and baker grade iii on the right)., post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On january 16, 2024, mentor received additional information indicating that the patient was only initially diagnosed with right breast implant rupture, via MRI. During the removal surgery there was no mention or intervention on the left breast. In addition, the right breast implant was also found to be intact. The right implant was replaced with a 600cc mentor memorygel breast implant (catalog: 3506001bc lot: 9716306 sn: (B)(6)). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a.